Event description:
Before a total disc replacement surgery, one of the two rotating locking arms of inserter device did not lock in place, leaving the implant only partially secured during insertion / implantation. The problem was noticed prior to implanting, therefore, the inserters were changed to an alternate one. Patient and/or the procedure was not negatively affected, case continued as planned and outcome was successful with no patient impact.

Manufacturer narrative:
Subject device is an instrument and is not implanted or explanted. Subject device manufactured between july 2005 and april 2005. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history records review has been requested.